Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the ligature marks were detected approx. 17 cm distal to the is-1 connector pin. Multiple signs of slight abrasion were noted along the lead body. However the insulation was intact. Furthermore the distal part of the lead was found partially pulled out of the ring electrode which most likely occurred due to tensile forces applied during the extraction procedure. No further deviations were noted, which can be considered to be the root cause of the clinical observation. In particular the values measured during the mechanical and electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted and replaced due to failure to capture and high bipolar impedance.